Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a neck surgery the implantable cardioverter defibrillator (ICD) pocket developed signs of infection and the ICD system was explanted due to the infection. No further patient complications have been reported as a result of this event.